Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, resolved the malfunction without recurrence, and was instructed to continue using the pump, understanding to call back if the issue recurs.